Event description:
It was reported that during preparation for non-cardiac surgery, inappropriate mode switching due to oversensing of far-r waves was observed. The device was reprogrammed and the issue was resolved. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.